Manufacturer narrative:
Concomitant device(s): 170-36-93 - biolox delta femoral head 36mm od, -3.5mm, 180-01-54 - nv crown cup clstr hole 54mm group 2.

Event description:
As reported, approximately 9 years post op the initial left tha, this female patient was revised due to ply wear. Patient cup, liner, and head ball was removed and replaced with competitors device. Stem was retained. Patient was last known to be in stable condition following the event. Devices are not returning, hospital has not released.

Manufacturer narrative:
Section h10: (d4) serial number: (B)(6), expiration date: (B)(6) 2017 (h3) based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis: significant edge loading of the femoral head on the acetabular liner, implanted with a lateralized liner, and combination of largest available femoral head and/or thinnest available acetabular liner was used. The prosthesis wear/osteolysis was able to be confirmed from the provided radiograph/explanted devices. (H4) device manufacture date: (B)(6) 2012.

Manufacturer narrative:
A2: added. B1: corrected. B2: corrected. D1/d2a/d2b: corrected. D10 concomitants: 164-03-09, (B)(6) -element-stem, collared w/ha, std offset, sz 9. 170-36-93, (B)(6) - biolox delta femoral head 36mm od, -3.5mm. 180-01-54, (B)(6) - nv crown cup clstr hole 54mm group 2. H6: corrected health effect - clinical code, component code, type of investigation, and investigation conclusions. Based on the available information, the patient involved in incident meets the following risk criteria for early prosthesis wear/osteolysis: significant edge loading of the femoral head on the acetabular liner, implanted with a lateralized liner, and combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the revision reported due to early prosthesis wear is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). The prosthesis wear/osteolysis was able to be confirmed from the provided radiograph/explanted devices.